Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxt150 24.5 diopter intraocular lens (iol) was explanted from the patient¿s left eye due to night dysphotopsias. At explant, there was no capsule tear. The patient outcome was reported as everything looks good. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 02/06/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received in a plastic bag which housed the lens on february 06, 2020. A visual inspection under magnification revealed viscoelastic residue on the lens'' optic body and haptics, in addition to the lens being received cut in half, which is consistent with a lens that was removed for explant. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.